Manufacturer narrative:
The electrodes used during the rescue have been received and are being evaluated.

Event description:
A distributor in (B)(4) reported the incident to cardiac science. During a rescue with a cardiac science powerheart g5 AED, the first responders (pool supervisor and attendant) were not able to attach the electrodes (pads) to the patient's bare skin because the gel on the pads was not sticky. There was no recognition of the ECG signal because no patient contact could be made for analysis via the electrodes. CPR was performed until the ems arrived. Patient care was transferred to the ems and the patient was transported to the hospital. The patient survived.

Event description:
A distributor in germany reported the incident to cardiac science. During a rescue with a cardiac science powerheart g5 AED, the first responders (pool supervisor and attendant) were not able to attach the electrodes (pads) to the patient's bare skin because the gel on the pads was not sticky. There was no recognition of the ECG signal because no patient contact could be made for analysis via the electrodes. CPR was performed until the ems arrived. Patient care was transferred to the ems and the patient was transported to the hospital. The patient survived.

Manufacturer narrative:
Additional information about the event was requested and, because the first responders were a pool supervisor and attendant, more details about the environment where the rescue attempt occurred was also requested. When the event occurred the patient was not in or next to the pool. The patient was in a rest room that was part of the sauna area after being in the sauna. In addition, during the follow-up the customer reported that there was no sudden cardiac arrest. The electrodes used during the event were returned to cardiac science for examination. The AED's rescue data file was requested, but was not provided. There was no obvious damage to the electrode packaging. The gel on the electrodes appeared to be intact and still maintained an adhesive quality; however, evaluation to obtain a quantitative level of adhesion could not be performed because the electrodes had already been on a patient and exposed to air since the reported event. Examination of the rivet connection which electrically joins the electrodes to the lead wires found no problems. The lot number of the electrodes was 171107-01 and had an expiration of 2020-05-28. Lot: 171107-01 contained a total of 1,572 electrodes. There were no non-conforming material reports (ncmrs) for the lot. Review of complaint records found no other complaints associated with this lot of electrodes. The root cause of the reported event could not be determined. Poor electrical contact between the pads and the patient due to the patient's skin condition or a use error may be possible causes for the reported event.